Event description:
Additional information received on 2/19/2026: the remaining part of the catheter, which was partly sc and partly intravascular (v basilica), was left in place in consultation with the surgeon. Given the depth, he was unable to do this under local anesthesia, and given the patient's precarious condition, it was decided to leave it as it was. Additional information received on 2/25/2026: the remaining catheter was not removed, about 4 cm, of which partly subcutaneously and partly intravascularly in v basilica. There was consultation with the vascular surgeon, who could not be removed under local anesthesia and this (B)(6) patient was too sick for general anesthesia. In consultation with the vascular surgeon, no further interventions. There is idd imaging, there are ultrasound images and x-ray that confirm location of the remaining part of the catheter. For the time being, the patient does not seem to be disadvantaged by this. Was initially discharged from hospital for rehabilitation, but readmission now in poor general condition due to influenza, yesterday powerglide was placed in another (right) arm, smooth procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed and was determined to be use-related. One 20 ga powerglide pro device was returned for evaluation. An initial visual observation of the returned device showed blood residues throughout the device. The safety mechanism was advanced over the needle tip upon the return of the device. The catheter was returned detached from the needle shaft. The guidewire was observed to have bends along the distal tip of the guidewire extending out of the distal end of the needle shaft. A microscopic observation revealed a chevron-shaped break at the distal end of the catheter. The distal tip of the catheter was not returned for evaluation. The catheter fracture surface appeared shiny and granular. A kink was observed in the guidewire where the guidewire and needle bevel interface. The failure of a break in the catheter was determined to be related to pulling the catheter back against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the placement of a powerglide, when withdrawing the mandrin, the catheter partially came out, leaving the second part behind in the patient¿s blood vessel. According to the colleague, the puncture itself proceeded smoothly. No additional information provided.